Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device had a deformed comb during surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is reported that due to the deformed comb, the skin expansion taken was not good. However, an additional graft was not required. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6), 2017, it was reported that a ¿deformative¿ comb. On (B)(6), 2017, it was clarified that the issue occurred on july 6, 2017 during surgery. The effect of the skin was not expansion as expected. The event was not upon opening the device, before use, or during first-ever use. There was no medical intervention or additional surgical procedures required. The harvested graft was usable and no additional grafts were required. The blade was properly placed and the dermacarrier was at room temperature at the time of use. The device has not been repaired by anyone other than zimmer biomet. There was no harm, injury or adverse events associated with the failure. There was no extension or delay to the surgery. Another device was used to complete the procedure and the surgical technique was used on the product. The customer returned a skin graft mesher device, serial number 03936, for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the skin was not expanding uniformly and the comb were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6), 2017 revealed that the sample test mesh did not pass testing due to the damaged comb. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6), 2017 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the comb was found to be damaged. The root cause of the damaged comb cannot be specifically determined with the provided information. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.